Manufacturer narrative:
The lens remains implanted in the pt's eye and will therefore not be returned to bausch+lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approx four months post implantation of the lens, the surgeon observed an inflammatory membrane and synechiae in the pt's right eye. No secondary surgical intervention has been performed and the pt's most current bcva was 20/20. According to the surgeon, the most likely cause of the event was post-operative inflammation. Inflammation was treated with prescribed medications.